Event description:
Boston scientific received information that this right ventricular lead exhibited low sensing of 3mv from 15 mv along with high threshold measurements. Additional information received indicated that the lead perforated the ventricle which was confirmed through x-ray and the physician believes that low sensing and high threshold was due to perforation. The lead was repositioned. No adverse patient effects were reported. The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.